Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: since the plastic piece as doctor reported was not received, an evaluation could not be performed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on 9th june the doctor saw a blue wire coming out of the inserter. This was after the lens was implanted. The dr. Cleared it out with the phaco machine and the patient has had no problems. It can't be a piece of tablecloth because it's plastic. The strange thing is that this doctor has experienced the same problem three times (on different days) in quick succession so far. No patient injury has been reported and no additional information was provided. This reports is for the dcb00v23 lens. Separate reports will be filed for the other two instances reported captured in a separate complaint folder.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 12th july 2021 section h3 - device evaluated by manufacturer: yes device evaluation: the product returned was only the dcb00v device. The cartridge tip was found to be in good condition, no damaged was observed. Viscoelastic residues were observed inside the cartridge and the dcb00 device was in advanced position. In order to verify if any fiber or loose blue particle was present the device was opened. No blue foreign material was identified and the lens itself was not returned. The complaint issue reported as ¿foreign material - loose¿ could not be verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Nevertheless, production deficiency can not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted